Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer was advised to try a different probe and call back if the problem persists. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported during a procedure the cutter would not function higher than 2500 cpm. No patient harm. Additional information has been requested but none has been received to date.